Event description:
The device was used during right hemi-colectomy procedure. Reportedly, the staples did not hold and there was some bleeding. The surgeon used another instrument to correct the condition and complete the procedure. The hospital has reported no pt injury occurred.